Manufacturer narrative:
(B)(4) - non-surgical medical intervention performed. (B)(4) - the reported issue of stent migrated. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted within the esophagus of a patient with a benign peptic stricture, during a gastroscopy procedure on (B)(6) 2011. According to the complainant, prior to stent placement, the patient's anatomy was not dilated. Post procedure, on (B)(6) 2011, during another gastroscopy procedure it was discovered that the stent had migrated into the patient's stomach. The physician used grasping forceps to successfully reposition the stent back into the esophagus. No further intervention is planned, as the physician is comfortable leaving the stent as is. The stent remains implanted. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable. It is important to note that the wallflex esophageal fully covered stent system is contraindicated for placement in esophageal strictures caused by benign tumors, as the long-term effects of the stent in the esophagus are unknown.